Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe¿ was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure there was difficulty on connecting the gold probe¿s erbe connector to the generator. The erbe connector was able to be connected, however the gold probe then failed to cauterize. The user increased the generator¿s power settings, but the issue did not resolve. The case was completed without the use of any other devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned device found no visible failures. An electrical load test was performed and the device tested to be within specification. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure there was difficulty on connecting the gold probe¿s erbe connector to the generator. The erbe connector was able to be connected, however the gold probe then failed to cauterize. The user increased the generator¿s power settings, but the issue did not resolve. The case was completed without the use of any other devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.